Event description:
The perfusionist (ccp) called the field service rep (fsr) and reported the pump lid was falling off the roller pump on the perfusion system. The device was not changed out. There is no specific date, time or occurrences of the issue which can happen at any time the system is used. This complaint has no reports of any delay, or impact to a case due to this issue. No harm has been reported.

Manufacturer narrative:
Eval is in progress, but not yet concluded. This complaint is related to the following MDR #'s: 1828100-2014-00428, -00427, -00426, -00424, -00423, -00422, -00421, -00420, -00418, -00417 and -00416. The field service rep (fsr) replaced the pump lids, tested the pump operation pertaining to the occlusion and pump lid operation and control of the roller pump. The system operated to MFR specs and was returned to clinical use. The fsr downloaded the date logs and returned the suspect lids to the MFR for further eval.